Event description:
It was reported that the user experienced recurrent hypoglycemia, including a documented low of 61 mg/dl, occurring mostly at night while using the ilet pump for over a year, with contributing behaviors including not announcing meals, repeated pump pauses during corrections to avert glucose below 70 mg/dl, and resultant device adaptation to these usage patterns. Symptoms included shakiness, sweating, and irritability. Outcomes included successful correction with oral glucose, such as glucose tablets and candy, without outside assistance or medical intervention. Investigation included troubleshooting and user education, with recommendation for additional training, a factory reset, and review of proper ilet use with a trainer. Investigation of this case revealed behavioral use patterns inconsistent with therapy instructions that likely drove correction-only dosing and frequent pump pauses, contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.